Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the results printout, but was unable to reproduced error. While troubleshooting, fse observed dust around the leak detect floor sensor and cleaned the sensor; which resolved the issue. Fse performed daily check and quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [3004] liquid leak detected. Cause: the drain sensor (B)(6) detected liquid. In this case, measurement will be paused. Action: please contact tosoh local representatives. If there is no liquid leakage, check (B)(6). The most probable cause of the reported event is due to dust on leak detect floor sensor.

Event description:
A customer reported getting error message "3004 liquid leak detected" on the aia-900 analyzer. The customer cleaned the waste bottle sensor but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lhii) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.